Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change with a contact detach infusion set, the user disconnected from the ilet pump and experienced hyperglycemia, with blood glucose reported over 400 and out of range for about two hours; an ilet alert for high glucose was heard, insulin delivery was resumed upon reconnection, and a third party provided non-medical assistance out of kindness. Symptoms included no reported clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed that hyperglycemia occurred while disconnected from the pump, with the device alerting appropriately and resolving after reconnection, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.